Event description:
The pt was taken to the or, and the pump was exchanged to the manufacturer's clinical trail vad. The pt remains stable and on lvad support. The device was reuturned to the manufacutrer for analysis.